Event description:
Clinic contacted mar cor to report their reverse osmosis water storage tank went dry causing a slight delay in patient treatment.

Manufacturer narrative:
The customer has to delay patient treatment (to 11 patients) due to lack of reverse osmosis water. Upon inspection it was discovered the permeate divert control box had a blown fuse. This caused all produced water to automatically divert to drain. Cause of the blown fuse in unknown and the issue was resolved after 30 minutes delay by replacing the fuse. Unit was produced in 1999. There were no reports of patient illness or injury as a result of this incident. This complaint will continue to be maintained within mar cor purification's complaint system.